Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the normal range. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.